Event description:
It was reported that the lead exhibited high capture threshold and poor sensing. It was decided to replace the lead at the time of device replacement for normal eri. X-ray images showed that the lead was slightly outside the heart silhouette. It was suspected that a perforation occurred early after the initial implant. The patient experienced no symptoms of perforation since implant. The lead was capped and replaced.